Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. The device was explanted and replaced successfully. The patient was stable post procedure.